Event description:
It was reported that during a nephrectomy procedure, the staple line had stuck during fire sequence (only 1/3 of staples were successfully fired and the others were remained in the cartridge.). The surgeon gave more force to firing trigger and the firing trigger was broken. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the partial staple line and cute line equal in length? Staple line was ahead of cutting line. Was there any difficulty removing the device from the tissue? Closing trigger was not jammed so there was no difficulty. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. He had tried only surgical solution which occurred mal-function. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) After 1st firing, means during 2nd firing. What other color cartridges were used before this event? There was no other colors of cartridge. Was buttressing material utilized? If so, which product? No. The surgeon said, in (B)(6), buttressing material is not that general. Was the instrument fired across or near an existing staple line or clip? There was no cross firing , also clip. Were any unexpected noises heard? If so, when? He heard some kind of cracking sound when he forced to fire.